Event description:
It was reported that a patient underwent a triple abdominal aortic aneurysm repair procedure on (B)(6) 2012 and suture was used. It was reported that the needle pulled off the suture during use. The needle remains in the patient. There is no current plan to remove the needle. No other information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.